Manufacturer narrative:
One opened phaco tip without a wrench, in a bag was received for the report of loose tip error was displayed. Sample was visually inspected and found to be conforming. No visual nonconformance's were observed. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. The threads were functionally checked with a go/no-go 4-40 thread gage and the threads were deemed to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation could not confirm the loose tip error was displayed, the phaco tip was visually and functionally conforming; therefore the root cause cannot be determined from this evaluation as the threads were conforming. No action was taken as the phaco tip was manufactured to specifications. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that loose tip error was displayed at the time of priming during cataract surgery with intraocular lens (iol) implant surgery. When the tip was tightened, the error that the tip was loosened occurred 3 times. The surgery was performed and completed after replacing the product with another one. There was no information of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).